Event description:
It was reported that the device was programmed for MRI scan. Afterwards the device displayed eri status. Device currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was received for analysis. Explant date is currently unknown. Upon receipt, the device was interrogated, revealing the eri battery status, confirming the clinical observation. The returned device data from (B)(6) 2024 and the device memory content were inspected. The data showed a vf episode recorded on (B)(6), at 10:05 am. During the inspection of the corresponding iegms the occurrence of noise was observed in all channels. Based on their morphology, the noise signals can be most probably attributed to the reported MRI scan procedure. The data further documented that the observed noise led to the charging of five defibrillation shocks. However, no shocks were delivered, and episode number 19 was automatically terminated by the device due to the detection of strong magnetic fields at 10:06 am, indicating the activation of the device¿s MRI mode. Based on the review of the programmer logs it is reasonable to assume that the programmer session was still active after the device was programmed into MRI autodetect mode and the MRI scan procedure has started. Please note, that - by design - during a programmer session, an activation of the MRI autodetect feature is excluded to avoid an unintended activation of the MRI mode during a follow-up. This does not represent a device malfunction but is as expected device behavior. In addition, the data showed that the device activated the eri battery status at the beginning of episode number 19 at 10:05 am due to reaching the charging time limit of 20s. Two manual capacitor reformations on october 24 also showed a charging time of more than 20s. In a next step, the ICD was analyzed. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device detected the fibrillation signal as specified and started the charging of a defibrillation shock. However, within 20 s charging time the specified energy level could not be reached. Therefore, the device was opened to inspect the inner assembly and to check the functionality of the electronic module. During the analysis of the electronic module, damages to a component of the electronic module were noted. Due to these damages the charging of a defibrillation shock was impaired. It is reasonable to assume that the damages were caused by the reported MRI scan. If a charging cycle occurs in a strong external magnetic field, depending on strength and orientation, a saturation of the high voltage transformer may appear, leading to a temporary high current condition. This induced high current condition may possibly led to such rare events, like the observed damage of the electronic module and does not represent a device malfunction. In addition, the manufacturing process for this device was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the device functions to be as specified. There was no indication of a material or manufacturing problem.

Event description:
It was reported that the device was programmed for MRI scan. Afterwards the device displayed eri status. Device currently remains implanted. Should additional information be received, this file will be updated.